Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high impedance out of range. The device displayed a red alert. Technical services (ts) was consulted and explained no noise was noted, and a recent pacemaker mediated tachycardia (pmt) episode was seen. The device remains in service. No adverse patient effects were reported.